Event description:
It was reported that the vns patient recently began exercising and was experiencing shortness of breath, difficulty breathing, and syncope after exercise. The patient did not have a medical history of these events. The patient also reported experiencing erratic stimulation from her device. Prior to the events, the patient's device pulse width was increased to 500usec at the patient's previous office visit in (B)(6) 2015. The patient returned to the clinic following the events and the device pulse width was reduced to 250usec. The patient's device was tested and showed normal device function. The patient's issues resolved and the patient has been doing well following the setting adjustment.